Event description:
Re-eval date: 2004. Implant broke post-op. Arthrex was made aware of this event by legal action taken by pt attorney. MFR did not receive a complaint from the surgeon or hospital where the procedure was performed.